Event description:
It was reported that a lead break was visualized and high impedance was seen during a prophylactic replacement. Impedance was noted to be >10,000 ohms. The high impedance was noted to be seen after connecting the new generator. The surgeon decided not to perform a lead revision and terminated the procedure with the new 106 ipg in place without turning the new device on. No high impedance message was seen when the old device was interrogated prior to surgery. The explanted generator will not be returned per hospital policy. No additional or relevant information has been received to date.

Event description:
Additional information was received the patient had a lead revision performed due to high impedance. Since high impedance was found, no other action was taken until the revision was performed and the patient received a generator. It was stated the procedure went according to protocol. It was also indicated that the lead was exposed near the generator. The country the surgery took place cannot return explanted products due to hospital policy. No additional or relevant information has been received to date.